Manufacturer narrative:
This is one event (cardiovascular and cerebrovascular) of two events reported on the same pt involving two separate products and associated with mdrs # 1225714-2014-02784, 1225714-2014-02785, 1225714-2014-02786 and 1225714-2014-02787.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular and cerebrovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.